Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain'), cervix carcinoma ('cervical cancer') and genital haemorrhage ('general abnormal bleed') in a 24-year-old female patient who had essure (batch no. 628048) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2008, trichomoniasis, loop electrosurgical excision procedure, squamous cell carcinoma and radical hysterectomy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009, naproxen from (B)(6) 2009 to (B)(6) 2011, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression\psych injury") and anxiety ("mental anguish\psych injury"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have cervix carcinoma (seriousness criterion medically significant), 1 year 11 months after insertion of essure. In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the cervix carcinoma, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, cervix carcinoma, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: approximately 3 to 4 rings of the coil were noted after deployment. The same procedure was carried out on the contralateral side, again after visualization of the tubal ostium. The implant was placed and released. Again, approximately 4 coils were noted. On (B)(6) 2011, metallic sterilization devices are present within the left and right adnexa. Unknown date essure confirmation test :- unknown patient received treatment for pelvic pain, abdominal pain, general abnormal bleeding, vaginal infection discrepancy noted in lab test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Lot number:628048, manufacture date: 2008/08, expiration date: 2010/08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain'), cervix carcinoma ('cervical cancer') and genital haemorrhage ('general abnormal bleed') in a 24-year-old female patient who had essure (batch no. 628048) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (b)9() 2008, trichomoniasis, loop electrosurgical excision procedure, squamous cell carcinoma and radical hysterectomy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009, naproxen from (B)(6) 2009 to (B)(6) 2011, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression\psych injury") and anxiety ("mental anguish\psych injury"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have cervix carcinoma (seriousness criterion medically significant), 1 year 11 months after insertion of essure. In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the cervix carcinoma, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, cervix carcinoma, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: approximately 3 to 4 rings of the coil were noted after deployment. The same procedure was carried out on the contralateral side, again after visualization of the tubal ostium. The implant was placed and released. Again, approximately 4 coils were noted. On (B)(6) 2011, metallic sterilization devices are present within the left and right adnexa. Unknown date essure confirmation test :- unknown patient received treatment for pelvic pain, abdominal pain, general abnormal bleeding, vaginal infection discrepancy noted in lab test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet: events abnormal bleeding (vaginal, menorrhagia), cervical cancer and concomitant medication, lot number were added. Event psych injury updated to depression and mental anguish. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2008, trichomoniasis, loop electrosurgical excision procedure, squamous cell carcinoma and radical hysterectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: insertion detail: approximately 3 to 4 rings of the coil were noted after deployment. The same procedure was carried out on the contralateral side, again after visualization of the tubal ostium. The implant was placed and released. Again, approximately 4 coils were noted. On (B)(6) 2011, metallic sterilization devices are present within the left and right adnexa. Unknown date essure confirmation test:- unknown. Patient received treatment for pelvic pain, abdominal pain, general abnormal bleeding, vaginal infection . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received reporter information was added. Case becomes valid new event added abdominal pain, general abnormal bleeding, psych injury, vaginal infection. Event outcome added pelvic pain. Abdominal pain, general abnormal bleeding, vaginal infection. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.